Event description:
Hosp staff were treating a pt in the intensive care unit who required defibrillation. The device successfully delivered countershocks at 200 and 300 joules. However, when a third shock at 360 joules was attempted, the device charged to the required energy level but would not discharge. The device operators reportedly made three unsuccessful attempts and were able on the fourth attempt to deliver the countershock to the pt. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.